Event description:
It was reported that (1) lcsc5 was used during a laparoscopic splenectomy procedure. It was reported by the rep that the lcsc5 used with the luke handpiece continued to tone out. It is unknown how the case was completed. There was no consequence to pt.